Event description:
Fracture synthes cervical plate. No cause identified. Required anterior cervical disc excision at c3-4 with removal of pre-existing plate and revision of fusion at c4-5 and c5-6 with placement of new 59-mm plate. The fracture was identified due to neurological symptoms similar to complaints related to a bulging disc.